Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room. Loss of capture was noted with heart rates in the 30 beat per minute range. Threshold measurements were high in both bipolar and unipolar configuration. The patient was admitted over night and an invasive procedure was performed the next day. There was no evidence of an effusion. The lead was successfully repositioned. There was a concern the lead had micro-dislodged. No additional adverse patient effects were reported.